Event description:
Customer received result of hi (greater than 33.3 mmol/l) on aviva nano system 1, and a result of 9.8 mmol/l on aviva nano system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 490859, expiration date 08/31/2013). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.